Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic procedure, after firing, the device can't make the proper form, the clip side is cross. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed three scissored clips and four clips as intended. In addition the device locked out as intended. The lockout was broken during analysis to further inspect jaws. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation". The batch record was reviewed and no anomalies were noted during the manufacturing process.